Manufacturer narrative:
(B)(4).

Event description:
It was reported both of the tabs broke off of the sheath before it could be peeled apart. The PICC rn was able to peel apart the sheath with difficulty and the catheter was left in place. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided on p eel-away sheath that was broken into four pieces. The sheath was broken along the score lines and both tabs were separated from each side of the body. Tear marks were observed on the separated tabs. Microscopic examination revealed that the inside of the separated tabs was smooth and white. One of the tabs had a small blue stain from attachment to the sheath body. The sheath body had a white raised, uneven area and indented outline of the tab, indicating that it had been attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site. The reported lot number is included in the scope of a recall under 806 report number 2518433-101415-009-r.